Event description:
Senseonics was made aware of a serious adverse event due to hypoglycemia. Patient became dizzy and disoriented and fainted. Patient was treated by paramedics and was not hospitalized. Patient did not provide any date and time of the event nor provided any further information.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. User did not provide date and time of the incident nor the glucose values to perform a data management system (dms) review or further investigation. Furthermore, it was determined that the transmitter was outside of warranty period. Patient was advised to purchase a new transmitter to renew the warranty. Patient was given coke by the paramedics after which he felt fine. No further actions were possible for this issue.